Event description:
On june 2000, the patient was seen by a company representative to evaluate the patient's reported lack of progress using their device. Subsequent to device and psychophysical testing, a number of programs were made which significantly improved the patient's performance. The company representative recommended a CT scan be performed. The patient had been scheduled for a revision surgery. The patient then cancelled the surgery. In 2002, the patient elected to have their implant removed due to overall poor performance.